Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient's contact called to request information regarding disconnecting the patient from the cycler as the patient had expired. Upon follow up with the peritoneal dialysis nurse it was noted that the had a pre-existing condition of cardiac disorder and the cause of death was determined to be cardiac arrest.

Manufacturer narrative:
Clinical investigation: a temporal relationships exist between the patient's death and ccpd treatment with the liberty cycler on (B)(6) 2017. However, there is no documentation in the complaint file that supports a causal relationship. Additionally, there have been no reported allegations of a liberty cycler malfunction causally associated with the patient¿s death event. The patient¿s death was caused by respiratory failure and multi organ system failure with contributing comorbid factors which included heart failure, kidney failure, hypertension, diabetes and anemia, per the patient's death certificate. Other significant risk factors for the patient¿s death include multiple pre-existing cardiovascular comorbid conditions

Event description:
A peritoneal patient's contact called to request information regarding disconnecting the patient from the cycler as the patient had expired. Upon follow up with the peritoneal dialysis nurse it was noted that the had a pre-existing condition of cardiac disorder and the cause of death was determined to be cardiac arrest.